Event description:
It was reported that the right ventricular lead had high thresholds. The lead was attempted to be revised but the helix of the lead would not retract. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage. The analyst commented that the lead was returned with helix fully extended. Helix will not retract at the time due to dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at the time if this contributed to the inability of the helix to function correctly at the implant/explant attempt.